Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr 119cm r2p destination sheath and dilator were returned for product evaluation. Visual inspection revealed that a kink was observed 75.9 cm from the distal tip of the sheath. Functional testing was performed. The sheath was subjected to leak testing. The sheath shaft was cut, and the proximal end was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi. The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected for 30 seconds. The crosscut valve was dissected and observed under microscope; damage was seen at the center of the valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that contrast was leaking out of the r2p destination slender hub when injected. Additional information was received 19nov2019. Contrast was leaking out of the valve.